Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error message 226 and no image during a therapeutic procedure and it was completed with an olympus back up device involving an olympus laparoscope, gynecologic. There was no patient injury reported.